Event description:
A patient reported they had pain at the implantable neurostimulator (ins) and sacral nerve when she walked through retail store security with the device on. The patient noted the symptoms were sudden in onset. The patient noted pain at the implant site where it connected by her sacral nerve. The patient they didn't have pain at every store, but some they did. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.